Event description:
It was reported by the patient that they had a right atrial (ra) lead that was dislodged. The patient did discuss this with the physician and in additon had the device checked. The patient was wonder about the pros and cons of options regarding what action to take. The lead at this time remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-58 lead (B)(6) 2013. (B)(4).